Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient developed seroma which led to a revision surgery on (B)(6) 2021, approximately a week after the primary surgery on (B)(6) 2021 to avoid infection. Only the humeral cup (40/9) was replaced with a new humeral cup (40/9).